Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a right rotator cuff repair procedure, the surgeon was attempting to insert a 4.75mmx24.5mm bio-composite swivelock when the tip broke off into the patient's joint. The surgeon retrieved some of the fragments with a grasper however, he was not confident that all pieces were retrieved. No attempts were made to confirm whether or not there were still device fragments left in the patient. A new 4.75mmx24.5mm bio-composite swivelock (lot unknown) was opened and used to complete the case without further incident. Slight delay in case. Patient is a (B)(6) male. Additional information obtained 3/28/17: the titanium portion of the device has a cone that is connected to the titanium pin with two flat legs attached from the back side of the cone to the titanium pin. The cone broke free from the pin during implantation. When the cone was retrieved only one of the connecting legs was attached to the cone. The other was not attached to the cone or the titanium pin. It is unknown if the missing titanium leg is in the patient as it was not found or retrieved.